Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto mapping system. (B)(4). The devices were not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient in control group underwent radiofrequency catheter ablation for paroxysmal atrial fibrillation (af). The patient suffered diaphragmatic paralysis. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: pulmonary vein isolation using the visually guided laser balloon - a prospective, multicenter, and randomized comparison to standard radiofrequency ablation. The purpose of this study was to compare the efficacy and safety of visually guided laser balloon (vglb) ablation with standard irrigated radiofrequency ablation (rfa) during catheter ablation of af. Suspect device is navistar thermocool ablation catheter, however catalog and lot number are unknown. Other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): 1 patient stroke in control group. 3 patients cardiac tamponade in control group. 5 patients pulmonary vein stenosis in control group. 16 patients cardioversion for atrial arrhythmias in control group. 1 patient major bleeding requiring transfusion in control group. The awareness date for this complaint is 10/29/2015 because the article was reviewed on 10/29/2015.